Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was indicated that during the primary surgery, the size 3 summit stem was found to be 1-2 mm more proud than the broach. When the stem inserter was removed, it was quite tight within the femoral stem and as this was being wiggled back and forth to be removed, a small longitudinal unicortical fracture of the greater trochanter occurred. Doe: (B)(6) 2008.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.